Event description:
It was reported that the patient claims multiple revisions on the right and left knee. A revision on the right knee is scheduled for (B)(6).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR. Number 2249697-2012-00396.